Event description:
It was reported that after interrogation, device was found to be in service app and not recoverable. Surgery may take place in the future to address the issue.

Manufacturer narrative:
Date of event is unknown. Section a4: pt weight is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery.

Manufacturer narrative:
Patient weight has been provided.